Manufacturer narrative:
The event of a virtual clinic - communication issue was reported to abbott. The patient's ipg would not communicate with external devices. The ipg and leads were explanted and replaced. The physician decided to replace the ipg. The leads were replaced due to lead migration with one lead unable to advance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04873, 3006705815-2021-05006. It was reported the device displayed the end of service (eos) message and lead migration. Ipg will not communicate with external devices. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored post operation.